Event description:
Additional information was received that the patient had a large left ventricular outflow tract with no significant valvular calcium that contributed to the deployment difficulty. Per the physician, the cause of death was an aortic dissection that occurred when the valve was recaptured. No autopsy was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 11-sep-2020, UDI#: (B)(4). Product analysis: the valve and the delivery catheter system were discarded; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, during deployment, the valve would dislodge too deep or to a supra-annular position. Nine attempts were made to deploy the valve in a proper implant position, but were unsuccessful. Subsequently, the valve and delivery catheter system were withdrawn from the patient and not used for implant. A significant decrease in blood pressure was noted and an echocardiogram showed an aortic dissection. The patient was taken to surgery to repair the dissection located from the sinotubular junction to the aortic arch. The patient died during the surgery. It is unknown whether an autopsy was performed.